Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a leak could not be conclusively determined.

Event description:
During the atrial fibrillation procedure, air was aspirated from the sheath. The sheath was primed and puncture was performed at the patient's groin. After that, when removing air after removing the dilator, it was noted that an unusual amount of air was aspirated. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.